Event description:
The customer obtained elevated advia centaur xp total hcg (thcg), lot 361, results on 2 samples from the same patient that were discordant relative to retest results. The initial results were reported to the physician and were questioned. The samples were retested in duplicate on the same instrument/day and results were lower as expected. Corrected reports were issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
The us customer reported an observation of elevated advia centaur xp total hcg (thcg) lot 361 results on 2 samples from the same patient that were discordant relative to lower retest results on the same instrument/day. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens filed MDR 1219913-2025-00020 initial report on 15-jan-2025. Siemens investigated a customer report of elevated advia centaur xp total hcg (thcg) lot 361 results on 2 samples from the same patient that were discordant relative to lower results obtained when the same samples were retested on the same instrument. Customer service engineer (cse) was dispatched to the account and performed routine instrument troubleshooting that included replacement of the wash manifold and sample syringe. Advia centaur xp thcg assay performance was monitored following these service actions and it remains acceptable. The customer is operational, the reported issue was resolved by standard troubleshooting and service actions. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.